Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available in the cabinet. A technical support specialist troubleshooted the device and resolved the case by deassigned the item and enabling zone 8, and customer was able to add the item for a patient as well. Issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not available in the cabinet. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.